Manufacturer narrative:
No product was received for evaluation. A review of the device history record (DHR) of the reported lot number confirmed no related defects were found during the manufacturing and the lot was released for distribution having met all product design requirements. A review of the complaint database revealed no other similar reports for this lot number. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on 24 aug 2018 from a nurse regarding a cartridge luer that broke and was retained in the central venous catheter of a critical care patient undergoing renal replacement therapy earlier that day. The catheter was replaced and the patient recovered without sequelae.